Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user heard a very loud background noise with the device. The next morning, the recipient had no hearing sensation anymore. There was no accident or trauma reported. Re-implantation is considered.

Event description:
The user heard a very loud background noise with the device. The next morning the recipient had no hearing sensation anymore. The implant site appears healthy with no swelling or redness present. There was no accident or trauma reported. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.